Manufacturer narrative:
(B)(4). Therapy dates - the exact occurrence date is unknown; however, the event was reported to have occurred in the six months prior to the report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of a clearlink continu-flo solution set did not connect properly to a non-baxter catheter, leading to a leak at the connection. This occurred during gravity infusion of normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.